Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis pump removed on (B)(6) 2018 due to pump defect. A new ams700 ms pump was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.